Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that no symptoms were experienced per the patient; however, at their refill, it was determined that the pump had flipped. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The physician opened up the pocket, flipped the pump back over, and secured it tightly to the fascia. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.